Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump is broken and patient has had to discontinue pump use. No other information is provided. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the complaint was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.